Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate duration of time. The customer's blood glucose (bg) level was in the 400 mg/dl range with a ketone level identified as dangerous. Subsequently, customer went to the emergency room (ER). Bg was treated with intravenous insulin as well as manual insulin injections. Reportedly, the customer left the ER 11 hours later with bg of 250 mg/dl.